Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition of a hole in the hose was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device runs in safety (power broken) and the rotations per minute (rpm¿s) were below manufacturing specifications. An assessment was performed and it was observed that the device failed the safety assessment. During repair it was observed that the locking components were worn out, causing the device to run in the safety position. It was determined that the issue of the damaged locking components was due to trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user error. The condition of low rpm¿s was determined to be due to worn out vanes causing the device to run at low rpm¿s. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose. During in-house engineering it was observed that the device runs in safety (power broken) and the rotations per minute (rpm¿s) were below manufacturing specifications. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.